Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of unknown plunger issue; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during a cataract extraction with an intraocular lens (iol) implant procedure, the iol was found to be scratched by injector. There was patient contact observed. Procedure was completed on the same day.